Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps femoral, catalog #: 183108, lot #: j3747375. Palacos cement, catalog #: 00111214001, lot #: 83264474. Vanguard ps tibial bearing, catalog #: 183620, lot #: 103990. Vanguard femoral pegs, catalog #: 183099, lot #: 217990. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is complete, a follow-up report will be filed. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-11088. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing loosening.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty approximately 2.5 years post implantation due to pain, limited range of motion, and instability. The tibial component was noted to be loose.

Manufacturer narrative:
Medical records were reviewed and confirmed the reported event; the tibial component was noted intraoperatively to be loose. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patient underwent revision a procedure.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Unique identifier (UDI): (B)(4). Concomitant medical products : arcom standard patella, catalog #: 184762, lot #: 047990. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.